Event description:
It was reported that the surgeon inserted an aq5010v three piece silicone lens as piggy back to a plate iol. When this lens was inserted, the plate lens fell through and damaged the posterior capsule. This lens was removed and discarded. A vitrectomy was performed. The other lens remains implanted. The reporter stated that the yag was too big on the initial implant resulting in the dislocation of that lens and this incident was due to a pre-existing patient condition.

Manufacturer narrative:
Vitrectomy. No complaint against product.